Manufacturer narrative:
MFR reference number: (B)(4). Baxter received and evaluated the device. Eval found that the unit was inoperable due to "door not fully latched" alarms. This malfunction was confirmed through review of the event history log as well. Eval found that the force required to secure the door was above expected levels. Further eval found pulled threaded inserts from the front case which allowed for separation between the front case and the mechanical assembly which resulted in the excessive force needed to close the door. The front case assembly was replaced.

Event description:
During baxter's eval of this device, it was discovered to alarm for "door not fully latched."